Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found black foreign matter between the catheter cap and needle of the intima ii¿ closed IV catheter system. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received samples from the customer in support of this complaint. The failure mode was not observed in the physical sample returned for the investigation. The investigators performed a thorough review of the batch record to determine if any abnormalities were related to the reported defect, but none were identified. Without the ability to duplicate the reported failure mode or corresponding abnormalities in the batch record the investigator was unable to determine if this issue is related to the factory or it processes. The batch number for production in september 2017, the ouput is 136 k, automatic line 1 # production line, no abnormal records related to defects. Bd was unable to duplicate or confirm the customer's indicated failure mode. Conclusion: check the returned sample, cannot find black foreign matter on catheter and needle tip of returned sample. The root cause cannot be confirmed.